Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had severe fluid ingress, which caused the pump speaker and pcb to fail, resulting in the alarms failing to alarm audibly. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump alarms were muffled. The initial reporter also stated that this occurred during testing, and no patient had been involved. (B)(4).